Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify power error detected alarm due to unresponsive buttons. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received back dated pump error alarms and power error detected alarms. The blood glucose level of the customer was unknown. The insulin pump passed the self test. The device will be returned for analysis.